Manufacturer narrative:
Common device name: fad stent, ureteral. (B)(4).

Event description:
According to the initial reporter the device failed to drain the kidney that was placed in the right ureter (separate complaint) and the stent in the left ureter migrated down the ureter because of over dilation (subject of this report). Both stents were initially placed on (B)(6) 2020 and then removed on (B)(6) 2020 due to a perceived failure. The procedure following the incident was a simple stent exchange of both rms stents. The patient was reported to be stable.